Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# unknown, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 377760, serial/lot #: unknown, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that during a battery exchange all impedances were within normal limits after the initial insertions, removal cleaning, and replacement. During the post op in recovery high impedances were seen on electrodes 2, 3, <&> 6. The rep met with the patient the next day to reprogram and capture good parenthesis, however, the leads still have same high contacts and 1 too lateral to be useful. The patient did not describe any environmental/external/patient factors that may have led or contributed to the event. The rep will be seeing the patient next month on (B)(6) 2018 to evaluate. The patient is aware and we will try to achieve therapeutic success with the current system. No further complications were reported. No patient symptoms were reported. Additional information was reported that it was reported the patient's left lead had high impedances (serial number unknown). The patient's lead being to lateral was clarified to be they are getting stimulation in their ribs. The cause of the high impedances was unknown. Reprogramming was done which seems to have resolved the patient's issue at this time. The only symptoms related to this event was unable to obtain therapy. No further information was reported.

Manufacturer narrative:
Continuation of d10: product ID: 377760, lot# unknown, implanted: (B)(6) 2006, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Left channel one still has one contact, #5 >40k and multiple contacts with high impedance and only one electrode functional #4. Programmed around using #4 & other lead 11,12,13 to drive paresthesia to l & get bilateral coverage.